Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes: 89 mg/dl (aviva meter) and 56 mg/dl (paramedic's professional meter). The paramedics were called due to the patient fainting in a coffee bar. The patient's blood glucose result was 20 mg/dl on the paramedic's meter upon arrival. The patient drank juice and ate bread. The result comparison was taken around 30 minutes later. The patient was not taken to the hospital.